Event description:
Reportedly, the device was explanted at implant due to a severe perivalvular leak.

Event description:
A third party reporter alleged that an olympus cyf scope was damaged after processing in the sterrad nx system. The damage described was that the scope was blown up. The reporter contacted asp to obtain information about processing the scope. Customer contact information was withheld. The reporter stated that he would ask the customer to contact asp. The asp customer care representative reviewed the information found in chapter 4 of the sterrad nx user's guide that addresses the special considerations on the processing of flexible scopes in the sterrad nx. At this time, the customer is unknown, the sterrad nx serial number is not identified, the reported damage is unconfirmed, and it is unknown if there were any injuries due to this event. The age and usage of the olympus cyf scope is also unknown.

Manufacturer narrative:
Operative report was provided. However, there was no preoperative or post operative patient history provided. Per the operative report, "a (tee) revealed good prosthetic aortic valve function but moderate perivalvular leak at the left coronary side of the prosthetic valve. (Cpb) was re-initiated and a further dose of cardioplegia given. The aortotomy was re-opened and the valve explored. No obvious sites of separation between the annulus and the prosthesis was found, although at the extreme lower point of the left coronary nadir the pledget was slightly bowed, suggestive of perhaps there being a "dog ear" at that site." Copy of tee cd has been requested. Device to be returned for evaluation. The DHR review is in process. Customer letter was requested. This was determined reportable per edwards lifesciences procedures. Device has not been received for evaluation.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance related to this event. Device was received for evaluation on 05/19/2010. Echo report is not available; however, a final operative report was provided stating: a [tee] revealed good prosthetic aortic valve function but moderate perivalvular leak at the left coronary side of the prosthetic valve." No other information has been provided. Customer letter sent and attached to file. No inconsistencies detected. The valve was sent to r&d for functional testing. 6/17/10 research and development completed the functional test and concluded with the following: "this valve was explanted at implant due to 'severe perivalvular leak.' Edwards standardized in vitro functional testing measured a trf of 10.5% which slightly exceeds the 10% allowed (B) (4) for a size 23 mm aortic valve. However, the trf measured is obviously not through center of the valve, and is apparently through the stent assembly. This leakage should reduce to a negligible level shortly after the effect of heparin is reversed during initial operation. Because no echocardiography was provided, the perivalvular leak observed in vivo cannot be confirmed." Corrected data: method: x-ray.